Manufacturer narrative:
Section d information referenced the main component of the system and other applicable components are: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain, chronic low back pain, cervical/neck, and degenerative disc disease. The patient had a ¿0617¿ uplink error code on her personal therapy manager (ptm). The patient was able to get a bolus while she was on hold, but she did see the ¿0617¿ code initially. The code was resolved on the call as troubleshooting resolved the reported issue. The patient experienced pain as she was still feeling pain at the pump site from the implant procedure on (B)(6) 2016. The event date was (B)(6) 2016. It was further reported the patient used to hear a tone from her ptm but after (B)(6) 2016 the patient stopped hearing the tone. It was verified that the ptm sound was turned on and all the way up. There was no sound. An out of box failure was not reported and no medical or therapy problem noted regarding this issue. Additional information was received which reported bolus was unexpectedly declined and patient is locked out from receiving a bolus. Patient stated since (B)(6) 2016 and on (B)(6) 2016 she used the detachable antenna and the personal therapy manager (ptm) gave a big ¿x¿ with a 2 hour lockout. Patient stated she had already waited longer than the 2 hour lockout. Lockout parameters were verbally described and patient stated she gets a bolus every 2 hours. It was reviewed and information provided was consistent with lockout due to uplink interference. It was stated to try and us an antenna and caller stated she has a detachable antenna already. Caller was to follow up with healthcare provider and troubleshooting resolved the reported event. Caller was encouraged to write down date and time and when patient goes to see hcp, they can check the pump logs which will show patient is getting the bolus and uplink interference has occurred. It was also reported there was a ¿0617¿ uplink error code. It was recommended moving away from any identified source of electromagnetic interference (emi) while attempting telemetry. It was reviewed this code is typically the result of emi and if a bolus is needed to have the patient attempt to request a bolus again. Antenna option was discussed and patient stated every once in a while she gets a code ¿6017¿ or ¿6016¿ since (B)(6) 2016 and sometime it will go through and sometimes it will not. It was reviewed what the patient was probably seeing was ¿0617 or 0616.¿ the code was resolved and troubleshooting resolved reported issues. It was reviewed to have the patient check the codes to verify what the codes are and also repositioning the antenna or personal therapy manager (ptm) helps to resolve this issue and to be mindful of the emi environment. Additional information was reported by the healthcare provider (hcp) on (B)(6) 2017. The hcp reported that it was unknown what troubleshooting was performed related to the patient not being able to hear the sound on the personal therapy manager (ptm) and the pain at implant site since implant. It was noted that the actions interventions taken related to the pain since implant and unable to hear the ptm sound was that the pump was explanted in (B)(6) 2016. Additional information was reported by the company representative on (B)(6) 2017. It was reported that the pump was explanted secondary to infection. It was noted that they were trying to work through worker¿s comp to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.